Event description:
Customer reported the interconnect cable connector will not seat. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. System is operating as intended.